Manufacturer narrative:
Received one speedband superview super 7 device with the velcro strap and ligator head for analysis. It was noticed that the crimp was present on the trip wire. A visual examination of the ligator head found five bands present and in their correct position. The ligator head teeth were bent. It was noted that the suture was intact and the trip wire was slightly bent in the proximal loop. The trip wire was partially rolled in the handle and was secured in the handle assembly when received. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly and the velcro strap. Based on the evaluation of the returned device, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a variceal ligature procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the first three bands successfully deployed; however, the fourth band could not be deployed and the trip wire was noted to be bent. There was no difficulty in setting up the device. The procedure was able to be completed with this device using the bands that had previously deployed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7¿ device was used in the esophagus during a variceal ligature procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the first three bands successfully deployed; however, the fourth band could not be deployed and the trip wire was noted to be bent. There was no difficulty in setting up the device. The procedure was able to be completed with this device using the bands that had previously deployed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.